Event description:
It was reported that a spectrum pump did not detect a downstream occlusion during an infusion. The pump was programmed to deliver tpn. The customer stated that this occurred about 6-8 months ago. Any pt injury is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.